Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to calibrate on their insulin pump. It was found the customer was experiencing a high blood glucose of 400 mg/dl. Customer was advised their insulin pump will not calibration when their blood glucose was 400 mg/dl. Customer was advised to calibrate when their blood glucose lowers. No additional information provided.